Event description:
In 2004, the facility's medical director informed the manufacturer's (MFR.) Territory manager of the following: upon removal of the 14-gauge needle, blood was observed leaking from the valve. As a result, the valve was explanted and replaced. No further details were provided at this time.